Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, customer alleged that the pump "was not delivering insulin and that the pump did not notify when out of insulin". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer, therefore, the alleged root cause could not be confirmed.